Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance. The reported lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.